Event description:
Traditional 2 stage procedure.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist on the 30th of oct, but we were unable to obtain any additional info. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, pt oral hygiene, or pt behavior.